Event description:
(B) (4) has received an attorney letter forwarded by one of our customers, medical service company, that alleged that the bed fell from up-right position to a down position causing the patient to fall. It was alleged that the safety mechanisms for the bed had not been installed. The attorney letter claims that medical service company eventually "fixed" the bed. The patient allegedly died later that day. After the initial report was received, we have been contacted the customer for detailed information on the event and product; however, no additional information has been provided to (B) (4). Based on the serial number solely, we are not able to identify that if the bed was distributed by (B) (4). The nature of the alleged malfunction is also unknown. This MDR report is based on the attorney letter.